Event description:
The device was sent in for repair, and during the repair process it was determined that there were burnt components inside the charger. There was no patient involvement and no allegation of adverse consequences associated with this event.